Manufacturer narrative:
External insulation abrasion was noted at 14.0-14.2cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to episodes of lead noise.